Event description:
It was reported that the right atrial lead had pulled back shortly after implant and the threshold had risen. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.